Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two extractor pro rx retrieval balloons used during the same procedure. Manufacturer report#3005099803-2018-00613 pertains to the first device, and manufacturer report#3005099803-2018-00614 pertains to the second device. It was reported to boston scientific corporation that two extractor pro rx retrieval balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the distal tips of the two extractor devices were detached inside the patient. The first tip that detached in the common bile duct was successfully retrieved using a snare. However, it is unknown on what device was used to retrieve the second tip that detached in the duodenum. The procedure was completed with another extractor pro rx retrieval balloon. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the returned complaint device revealed that the distal tip was detached and was not returned. A kink was also noted on the catheter. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and there is no evidence that the device was used in a manner inconsistent with the labeling.

Event description:
This report pertains to one of two extractor pro rx retrieval balloons used during the same procedure. Manufacturer report#3005099803-2018-00613 pertains to the first device, and manufacturer report#3005099803-2018-00614 pertains to the second device. It was reported to boston scientific corporation that two extractor pro rx retrieval balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the distal tips of the two extractor devices were detached inside the patient. The first tip that detached in the common bile duct was successfully retrieved using a snare. However, it is unknown on what device was used to retrieve the second tip that detached in the duodenum. The procedure was completed with another extractor pro rx retrieval balloon. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.